Event description:
Provider states, the front right frame is broken at a weld.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Manufacturer narrative:
Device was returned and evaluation results confirmed, the right front swing away frame tubing was broken at a weld.

Event description:
Provider states the front right frame is broken at a weld.